Event description:
The following has been reported: biomed reported: service needed (red alarm) during infusion. Presence of air in the line but given that the issue was reproduced by the biomed and persisted with a different administration set. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned for sticky pins. During testing it was observed the fva pins had a lot of drag to them. An internal investigation was performed and excessive contamination buildup on the fva pins was found and cleaned. There was also drag on the upper loading pins but all contamination was below the lip seals. A cleaning was able to resolve all drag.